Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an x7-2t model transducer was not articulating properly. There was no injury associated with this event.

Manufacturer narrative:
Evaluation of the transducer concluded that insufficient solder was applied to one joint in the ferrule cylinder during the manufacturing process. Risk or impact of solder failure is mitigated by the current manufacturing process of performing additional testing at the factory to ensure proper articulation function. Although a first time occurrence, refining assembly instructions and re-training of assemblers is being implemented.